Event description:
Per the customer, in operating room #1, the co2 nitrogen tank holder allegedly fell off the anesthesia boom. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The device in question is being returned for evaluation. Once the device is evaluated, an evaluation summary and evaluation will be provided.